Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor resistor. Unable to complete functional test due to prime anomaly. The insulin pump had an intermittent button response noted during testing due to flattened dome switch on the act button. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 at about 6pm with a high blood glucose level of 370 mg/dl. The customer was treated for their blood glucose with corrections on their insulin pump. It is unknown what caused the customers blood glucose to rise. The customer was assisted with troubleshooting and the insulin pump passed the self-test. However, the customer received a second opinion and was advised to have their insulin pump replaced. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer returned their insulin pump for analysis.